Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech replaced a missing screw on the right gas spring, a bent trend limit switch bracket and the limit switch to repair the bed.